Manufacturer narrative:
Although requested, the affected disposable set has not been received. The customer also requested a device log review to confirm that programming was as reported; the device logs and dataset have been received and the investigation is pending. A follow up report will be submitted when the investigation is complete.

Event description:
The customer reported that a 275 ml bag used for a secondary dose of vancomycin for an adult ICU patient, programmed at "236ml/hr for a duration of an 1 hour 10 min" was found to be empty after 25 minutes. Biomed reports that the hospital's investigation found the backcheck valve on the primary set to be defective, and fluid was noted to be flowing through it into the primary saline bag. There was no patient harm or medical intervention.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s experience of backflow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a 0.0360¿ long particle, identified as pvc, between the housing seal and the diaphragm. The cause of the check valve failure is due to a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.